Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, a definitive root cause cannot be identified. Although it was not possible to identify the cause of the incident from the information obtained, it is possible that a high-energy treatment tool (laser, high frequency, etc.) Was used without ensuring a sufficient distance from the tip. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): we have confirmed that the inspection method for the issue is described in "chapter 3: preparation and inspection_3.2 inspection of the endoscope" in the evis lucera gif/cf/pcf type 260 series instruction manual operation section. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope tip cover was burnt. There were no reports of patient involvement.